Event description:
Procedure type: esophagectomy/gastric tube. Pt gender: unk. According to the reporter: the 5mm converter on the trocar disengaged from the side of the port. A 10mm camera was also inserted when it occurred. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).